Event description:
During a pulmonary vein contractions procedure, there was a procedural delay due to a communication issue. The catheter did not appear connected or display force. There was no particular error message, but in the bottom left of the screen it stated that no catheter was connected. All the connections were checked and reseated, and the tactisys was restarted with no resolution. The study was exited and resumed, the ensite x amplifier and dws were power cycled with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.